Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported keypad malfunction which was reproduced during the evaluation of the device. The device was found to have a double output when any key from the upper half of the keypad was pressed and no output when any key from the lower half of the keypad was pressed. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a malfunctioning keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.